Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported a right side deflation and exchange from textured to smooth due to concern with the product. Healthcare professional later confirmed a right side deflation and exchange from textured to smooth due to concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: . Based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device ¿ deflation: observed an opening assessed as fold flaw opening.

Event description:
Patient reported a right side deflation and exchange from textured to smooth due to concern with the product. Healthcare professional later confirmed a right side deflation and exchange from textured to smooth due to concern with the product. Device has been explanted.